Event description:
It was reported that: radial a lines with incorrect readings? We have a good waveform, draws back and works well but is reading a falsely low blood pressure. Additional information: this event had occurred 4 times with 4 different patients that we are aware of. Falsely low bps ranging from sbp's of 60's-80's and dbp of 30's-50's. They did not correlate with cuff pressures. They resolved the issue by removing the line from the radial artery and inserting one in the femoral artery successfully. In this case the patient died 24 hours after the event was noticed. Cause of death: multisystem organ failure. The patient had a significant underlying medical history. The physician wondered if the event played into the patient's death , but he didn't feel that it caused it. " the patient was critically ill, and we had difficulty supporting the patients' blood pressure. They were on lots of inotropic support, pressors, methylene blue was administered but the patient continually had low bp." Associated complaints 9680794-2024-00189 9680794-2024-00190 and 9680794-2024-00191.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided and a potential lot could not be identified from review of the sales history for this customer. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: radial a lines with incorrect readings? We have a good waveform, draws back and works well but is reading a falsely low blood pressure. Additional information: this event had occurred 4 times with 4 different patients that we are aware of. Falsely low bps ranging from sbp's of 60's-80's and dbp of 30's-50's. They did not correlate with cuff pressures. They resolved the issue by removing the line from the radial artery and inserting one in the femoral artery successfully. In this case the patient died 24 hours after the event was noticed. Cause of death: multisystem organ failure. The patient had a significant underlying medical history. The physician wondered if the event played into the patient's death , but he didn't feel that it caused it. " the patient was critically ill, and we had difficulty supporting the patients' blood pressure. They were on lots of inotropic support, pressors, methylene blue was administered but the patient continually had low bp." Associated complaints 9680794-2024-00189, 9680794-2024-00190 and 9680794-2024-00191.